Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had their lead explanted and replaced with a medtronic paddle. Investigation was unable to determine the reason for surgical intervention and when it occurred.

Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.